Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with an unknown blood glucose (bg) level on (B)(6) 2026. Cause was not known. Customer was discharged on (B)(6) 2026, however, they declined further troubleshooting therefore no additional information was provided.